Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective. The patient was hospitalized as she experienced a hypoglycemia condition because the test result could not be properly read on the aviva expert meter. The patient was admitted to hospital and treated with a glucose syrup.